Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 (mg/dl) and diabetic ketoacidosis. Customer administered a correction bolus to treat bg levels; however, customer was later admitted to the hospital. While in the hospital, customer was treated with intravenous insulin. Recommendation was made to change infusion site. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.